Event description:
The account alleged that the bed hi/low function was locked out during a pt code. The account would not release any information regarding the incident.

Manufacturer narrative:
The technician could not duplicate the hi/low function locking out.